Event description:
As physician was removing grasper from port during laparoscopic procedure the "reposable" sleeve broke, leaving half inside the pt's abdomen. Physician was able to remove the broken sleeve from the pt's abdomen.